Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material in the air water cylinder and in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction the cause is not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.